Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: retraction on needles delayed unfortunately, I do not have any additional information, and I am not able to provide pictures. No injuries to the patients were reported to us.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction slow is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the representative samples submitted for evaluation. Your report of delayed needle retraction was confirmed, and the cause appeared to be manufacturing related. Two hundred 22g insyte autoguard units were received in sealed packaging from lot #4305273. A functional test revealed that the needles would fully retract; however, the retraction time of some units exceeded the specification limit. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause.

Event description:
No new information.